Manufacturer narrative:
There was no patient involvement. Lot number: n/a (involved device is not lot controlled). Sorin group received a report that a pinhole rupture occurred in the 1/4x1/16" sma pvc tubing of the custom pts pack. The tubing section with the pinhole leak was in the cardioplegia pump raceway and did not pull air or leak fluid. This issue occurred during priming, so there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that a pinhole rupture occurred in the 1/4x1/16" sma pvc tubing of the custom pts pack. The tubing section with the pinhole leak was in the cardioplegia pump raceway and did not pull air or leak fluid. This issue occurred during priming, so there was no patient involvement.

Manufacturer narrative:
Sorin group received a report that a pinhole rupture occurred in the 1/4x1/16" sma pvc tubing of the custom pts pack. The tubing section with the pinhole leak was in the cardioplegia pump raceway and did not pull air or leak fluid. This issue occurred during priming, so there was no patient involvement. One 31" inch piece of 1/4x1/16" tubing was returned to sorin group USA for evaluation. Visual inspection of the returned tubing segment confirmed that the tubing had two splits in it, one of which penetrated through the tubing to the inner wall. A close examination of the marks and tubing splits revealed that the tubing had not been placed into the roller pump by following the natural curvature of the tubing. Additionally, the tubing splits directly opposite each other on the tubing coil, strongly indicating an over-occlusion. Per the sorin group heart lung perfusion pack instructions for use, occlusion should be adjusted prior to each procedure when using the pack with a roller-type blood pump. Failure to maintain proper occlusion of the roller pump can lead to premature pump head tubing failure. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group will continue to monitor the market for trends related to this type of issue.